Event description:
Customer stated they received a result of 318mg/dl and a result from the lab of 109mg/dl, both were venous samples. A request was made for the return of the suspect device and replacement product was sent.